Event description:
It was reported that the pt experienced a sudden loss of stimulation and communication. It was also reported that an error message was observed on the pt programmer. A replacement pt programmer and programmer wand did not resolve the issue. The ipg was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.